Manufacturer narrative:
(B)(6). Trieb, k. (2016) rotating-hinge total knee arthroplasty for revision total knee replacement. Orthopaedic proceedings. Event occurred in europe. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported 2 patients experienced peronaeus paresis after a knee arthroplasty. Attempts have been made and no further information has been provided.